Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: during investigation, no evidence of physical damage or moisture was found in the cartridge compartment. A leak test was performed and passed. The pump was opened to find no moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.